Event description:
The cardiac monitor was on and alarms were set. The pt experienced bradycardia that progressed to asystole. However, the bedside monitor and the central nursing station monitor did not alarm. It is unclear why the alarm did not sound even though it was set.